Event description:
Allegedly, patient was revised due to peri prosthetic fracture. Component not revised: advance ii medial pivot tibia insert sz 2 right 12 mm, product ID: kimp212r, lot #: 04480875. Advance recessed all poly patella high dome 25 mm, product ID: kprc25hi, lot #: 05485149, revision njr number: (B)(4), side: r, primary asa: p2 - mild disease not incapacitating.